Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with rash, redness, and inflammation extending beyond the patch perimeter. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed oral medications (loratadine 10 mg tablets and methylprednisolone 4 mg tablets.). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).